Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on radio frequency board. We were unable to perform blood glucose meter test due to alarm. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. The insulin pump had minor scratched display window, missing reservoir tube o-ring and broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. The insulin pump passed idle current test, run current test, off no power test, error test, prime test, excessive no delivery test, displacement test and rewind test. We were unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed radiofrequency failed self test alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.